Event description:
It was reported to boston scientific through an article published in scientific reports titled ureteral stent biomaterial encrustation after endoscopic lithotripsy: a randomized, single blind study. The study evaluating biomineral and bacterial adherence to three ureteral stent types following endoscopic lithotripsy, including the boston scientific percuflex (hydroplus coating) and tria (percushield coating) stents. This study was conducted between june 2020 to january 2021 in accordance with tenets of the declaration of helsinki. Sixty one patients were randomized, and stents were removed after approximately one month. The publication reported that the percuflex stent demonstrated significantly higher calcium and magnesium biomineral attachment compared to the tria stent and a non boston scientific comparator, while bacterial adhesion did not differ significantly. Secondary observations indicated higher rates of stent discoloration, stone encrustation, and worse urinary symptom scores in the percuflex group compared to tria. Exploratory analyses identified stent type and preoperative ureteral stenting as independent risk factors for calcium encrustation. The study concluded that stents with percushield coating, including tria, showed reduced biomineral adherence and improved urinary symptom scores relative to hydroplus coated stents. The study's limitations included single center design, short indwelling duration, and limited stone type diversity.

Manufacturer narrative:
Block b3: the exact event date is unknown. The provided event date is an approximate based on the range the procedures were performed. Blocks d4, h4: detailed product information was not provided to bsc. Based on the nature of the information provided to bsc, it is not possible to perform a good faith effort to obtain additional information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block h6: imdrf device code a040501 captures the reportable event of stent calcification. Literature source hamamoto, s., ,6, chaya, r., taguchi, k., inoue, t., okada, s., boonyapalanant, c., isogai, m., kawase, k., toriim k., unno, r., okada, a., and yasui, t. Ureteral stent biomaterial encrustation after endoscopic lithotripsy: a randomized, single blind. Scientific reports / (2025) 15:10614 https://doi.org/10.1038/s41598-025-95095-7. Block h11: the complaint device was not returned therefore, product analysis could not be performed, for this reason and due to the lack of evidence is unable to confirm the reported event. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A risk review was completed and confirmed that the events of "fever and stent calcified" were defined in the risk documentation. These events have been accounted during product risk analysis to support acceptable risk benefits for the product. Based on the results of the device evaluation, an investigation conclusion code of known inherent risk of device was assigned to this investigation.